Manufacturer narrative:
The consumer provided sample photos and the string length was unable to be determined if it's shorter than the acceptable limit. No physical samples were provided. Records show this lot was produced according to the specification and met the acceptance criteria for product release. This lot confirmed no short strings were observed during the production of this lot.

Event description:
Non-us event; occurred in canada. Consumer reported upon attempted removal of a super absorbency tampon; she was not able to locate a string so she assumed she hadn't put one in and proceeded to insert another tampon. While at work she experienced minor vaginal pain and then realized she now had two pledgets inside of her. She was able to manually remove the second pledget herself. She had her roommate assist with removal of the first pledget and then determined the first pledget had a short strong. Her pain has resolved. She did not seek medical attention and she did not experience any serious adverse health effects.